Manufacturer narrative:
No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm tmicl13.2 lens, -9.5/+1.0/095 (sphere/cylinder/axis) into the patient's left (os) eye on (B)(6) 2019. The surgeon states this is an unexpected case of high vault. Reportedly, the lens remains implanted. Attempts to obtain additional information or updates have not been successful.